Event description:
It was reported that the wake button was intermittently delayed in responding to touch. Additionally, the touch screen was registering incorrect interactions. Customer¿s blood glucose level ranged between 150-200 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged delay response wake button issue was verified. Additionally, the alleged unresponsive touch screen issue could not be verified. The information will be used for tracking and trending purposes.